Event description:
Pt underwent a c-spine surgery. Coseal was applied as a dural sealant. Pt began having symptoms (not specified) post-operatively. The md ordered a CT scan, which showed blood clot or aneurysm. Pt was taken back to or. It was found that coseal had migrated down the c-spine. The event occurred 48-hours post-operatively.